Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 18-dec-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving dilaudid 25 mg for a total dose of 4.99675 mg/day, bupivacaine 10 mg for a total dose of 1.9987 mg/day, and unknown baclofen 150 mcg for a total dose of 29.98048 mcg/day via an implantable pump. It was reported the patient came in for a refill on (B)(6) 2020 and examination revealed higher than expected/had more than usual residuals. A pump was checked under fluoroscopy was ordered. The patient had no relevant signs/symptoms. On (B)(6) 2020 fluoroscopy was performed and no aspiration was noted/seen when needle entered so a catheter revision was ordered. Surgical observation on (B)(6) 2020 reveled obstruction/occlusion at the pump site and that the cause of the occlusion was the pump was lying in thick fibrous tissue that had formed a capsule. It was noted that the catheter was at an undesirable angle that was likely creating an occlusion. The catheter was explanted/replaced on (B)(6) 2020. The outcome of the event resolved without sequelae on (B)(6) 2020. The device diagnosis was catheter occlusion. The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2020. No further complications were reported.